Event description:
Reportable based on analysis results approved 07 december, 2006. It was reported that during preparation, the "physician opened the stent slightly before putting into pt, however, he encountered problem pulling the stent back. This stent was not used in the pt and was returned for evaluation. Procedure was completed with another biliary wallstent." No pt injuries or complications were reported.

Manufacturer narrative:
Device analysis can confirm that the shaft of the returned device was severely kinked at various locations along its length. During analysis, it was possible to retract the outer sheath and deploy the stent with a slight restriction noted due to a bend in the stainless steel shaft. Visual examination of the stent noted that several of the stent wires were uncrossed. It cannot be determined whether the stent wires became uncrossed as a result of the deployment difficulty or whether they contributed to the deployment difficulty. On movement of the outer sheath distally after deployment of the stent, the inner lumen detached from the stainless steel handle. A review of the mfg records for batch # 8735190 found that the device met its material, assembly, and product specifications. The exact cause of this occurrence could not be conclusively determined.